Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: event description: as reported, the ngage nitinol stone extractor' did not open during a ureterolithotomy. The device was tested prior to use. The basket did not open the first time when activated by the handle, but successfully opened the second time. The user then attempted to use it during the procedure and the basket would not open. No stones were able to be removed with this device. Another device was used to complete the procedure. A laser was used during the procedure. The patient did not have any tortuous, calcified or scarred anatomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product instructions for use (IFU), t_shef_rev1 provides the following information: suggested handling instructions for extractors and forceps important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other related complaints from the lot had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Without the device available for investigation, cook has concluded a specific cause of the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 06may2024. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional info received: the procedure being performed was a ureterolithotomy. A laser was used during the procedure. The patient did not have any tortuous, calcified or scarred anatomy. No stones were removed prior to the basket issue as the device was unable to open. The procedure was completed with another fiber.

Manufacturer narrative:
E1: customer (person) postal code = 110111. E3: occupation = international assistant. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the 'ngage nitinol stone extractor' did not open during an unspecified procedure. The device was tested prior to use. The basket did not open the first time when activated by the handle, but successfully opened the second time. The user then attempted to use it during the procedure and the basket would not open.   A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.